Manufacturer narrative:
Of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture ingress. During investigation for unrelated complaints, there were 10 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue with the pump. These reports were received from various sources. The patients associated with this allegation ranged from 3-79 years of age and between 158 and 227 pounds. Of the reported patients, 3 were male and 2 were female.